Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff did not completely inflate during testing (leak). The issue was resolved by changing to a new product. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported issue could not be duplicated. The complaint is not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.